Event description:
It was reported that while the ventilator was connected to a premature newborn patient, the paramedical team noted a deterioration (hypercapnia, malaise, and spasms). It was noted after that the ventilation circuit on which the patient was previously ventilated with had been installed backwards (inhalation circuit/exhalation circuit reversed), without this triggering an alarm on the ventilator. Final patient outcome was no harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
To date, no ventilator logs have been provided, and no formal investigation of the ventilator in question has been requested. Additional information related to the event has been requested, but no response has been received. Based on currently available information, the reported patient impact along with the presence of a mucus plug in the patient¿s tube was caused by an incorrect connection of the inspiratory and expiratory patient tubes. This configuration resulted in insufficient heating and humidification of the inspiratory gas. Interchanging the inspiratory and expiratory tubes does not produce any immediately noticeable effects on ventilation performance. Furthermore, the ventilator system is not designed to detect such misconnections. However, the system complies with appropriate standard, which requires that medical electrical (me) equipment and relevant parts bear clear external markings, including directional arrows, to indicate gas flow for the gas output port, and the gas return port. These markings are present and legible on the subject ventilator and its patient circuit components. In conclusion, there is no indication of ventilator malfunction during the reported ventilation period. The cause of the reported patient impact is the incorrect connection of the inspiratory and expiratory tubes, resulting in improper conditioning of the delivered gas. The device functioned within its specified parameters and remains compliant with applicable labeling and marking standards.

Event description:
Manufacturer's ref #: (B)(4).